Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient perform a paperclip reset and it was successful. Patient will call back if the issue persisted. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).